Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained. (B)(4).

Event description:
On (B)(6) 2011, a rotaflow system (console and drive) was in-use at (B)(6) for one (1) hour when error message "temp" appeared. The customer powered the unit off and on several times but each time the message reappeared a few minutes later. The customer also checked to insure the airflow was not obstructed by any other equipment or blanket. (B)(4).